Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient reported that on around (B)(6) 2026, he awoke during the night experiencing symptoms consistent with diabetic ketoacidosis (dka) sometime after applying a sensor to his arm. He stated that he felt his ¿body was shutting down,¿ was unable to move, experienced pain throughout his body, and subsequently lost consciousness. The patient reported receiving alerts from his dexcom app indicating estimated glucose values (egvs) above 400 mg/dl. He administered insulin. His son called 911, and the patient was transported to the hospital by ambulance. At the hospital, he reported receiving five different IV fluids, as well as additional medications for his heart and for back surgery-related needs. The patient remained hospitalized from (B)(6) 2026 through (B)(6)2026. The patient stated that he is doing well at this time. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 3/20/2026. It was reported that a wearable failure occurred. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.